Manufacturer narrative:
(B)(4). In (B)(6) 2012, the patient was discharged from the hospital. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with vancomycin, (dose and frequency not reported) intraperitoneally. At the time of this report, the patient remained hospitalized. The patient was recovering from this peritonitis event. Per the nurse, the peritonitis event was not related to the homechoice machine, disposables, or dianeal therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers h12g22047 and h12h25022 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions were noted.